Manufacturer narrative:
It was reported that the compressor had a drainage valve failure and the drainage valve was replaced and returned for investigation. The type of error has not been specified. An inspection of the returned drainage valve showed no anomalies. The drainage valve was returned without air connectors. A resistance measurement of the drainage valve coil was within approved limits. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor supplied air ran for 5 days without deficiencies; drainage water was collected in the drainage bottle. No alarm was raised. No leakage or any other malfunction was found. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. The conclusion in this matter is that the reported drainage valve failure could not be confirmed. During simulated use test ventilation the returned drainage valve worked without remarks.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor had a drainage valve failure. The patient involvement is unknown. (B)(4).